Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Per service bulletin, replaced worn finger on complete pressure adjuster with tip replacement kit and performed fms solo system rework for fms connect interface cable. The unit passed all diagnostic tests, functional tests, and is fully operational. A review into the depuy mitek complaints system revealed two other complaints for this device's serial number. This pump is 6 years old and has possibly seen heavy use in the field. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). No product defect/failure was found after the investigation was completed, therefore there is no patient impact. This event does not require an mdv report per scp-204004, ¿mitek MDR procedure¿ MDR matrix attachment a.

Event description:
It was reported by the customer the fluid backs up into the fill chamber during operation. This occurred during a shoulder procedure and the procedure was completed with an alternate like device with no patient consequences reported. The device will be returned. Additional information received by mitek complaints on 01-07-15: the customer confirmed that the fluid was overfilling from the saline bag, that the inflow wheel would just keep spinning and over filled the fill chamber. He confirmed nothing came back from the patient. The customer reported no delays over 30 minutes and that the procedure was finished with a second pump.